Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found there was cable flooding (internal), imaging flooding (internal), and scratches on the main body (lens). Based on the results of the investigation, a definitive root cause cannot be identified. The cable flooding occurred from the deformed part of the main body. The internal flooding occurred from the in-body deformation area, resulting in imaging flooding. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a cracked connector. No patient harm reported.